Event description:
It was reported that an individual underwent inguinal hernia surgery with implantation of a mesh, the individual reported abnormal persistent pain to the surgeon immediately post-operation, and in the days and weeks after surgery the pain gradually became lasting, described as tightness, local discomfort, and chronic persistent daily pain with more intense episodes depending on movement or activity. The individual also reported new symptoms not present before the procedure, including paresthesia in the hands and legs and fasciculations affecting different body areas including the face and limbs. Additional disorders were reported after the surgery, including a thymic cyst that was being explored, episodes of lacrimal gland inflammation predominantly on the left side, hearing disorders, and physical fatigue. The ongoing symptoms were reported to limit personal activities and reduce activity level, with psychological impact related to persistence and lack of understanding of symptoms, including a relationship break-up and psychoanalytic follow-up. The condition was reported as stabilized with persistent chronic pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.